Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "dissolver and nogitecan hydrochloride" leaked from an opening between the bd phaseal¿ injector luer lock n35j and the protector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected protector. When drawing dissolver and nogitecan hydrochloride(chemo) from the vial, hcp felt it's heavier than usual. The drug leaked from an opening between the injector and the protector."

Manufacturer narrative:
Investigation: one sample was received for evaluation. Upon examination, no anomaly was identified on the cannula or membrane of the injector and no leakage was identified. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based upon the investigation of the sample received and the investigation, we are not able to identify a root cause related to the injector at this time.

Event description:
It was reported that "dissolver and nogitecan hydrochloride" leaked from an opening between the bd phaseal¿ injector luer lock n35j and the protector during use. The following information was provided by the initial reporter, translated from japanese to english: "connected protector. When drawing dissolver and nogitecan hydrochloride(chemo) from the vial, hcp felt it's heavier than usual. The drug leaked from an opening between the injector and the protector."